Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2019-11039. It was reported leads had migrated, which was confirmed with x-rays. Patient denied any trauma. Surgical intervention was undertaken and the physician re-positioned the leads back to the original implant location. Postoperatively, the patient is reportedly receiving effective therapy.